Event description:
It was reported that the patient present to the clinic with driveline power fault, driveline disconnect and/or low voltage alarms. They tried different batteries and wall power, yet the alarm status did not change. The patient was evaluated for driveline damage proximal to the patient on the pump cable and rescue tape was applied. X-ray images and log files were sent for analysis. The event log captured driveline power fault alarms starting at 09:09 on (B)(6) 2024 that continued until there was a pump reset due to an electrostatic discharge event at 09:17 that same day. The pump reset took around 4 seconds and then the ventricular assist device resumed normal operation for the remainder of the log. There were no further alarms noted in the remainder of the log. The x-ray images appeared to show that the modular cable had some wear and tear as well as some kinking on the pump cable. The modular cable was exchanged along with the system controller, and additional log files were sent for analysis. Within the limited data, post modular cable and system controller exchange, it appeared that everything was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files and images confirmed the reported driveline power fault alarms and damage to the pump cable; however, a specific cause for the alarms and damage could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 15oct2024 ¿ 05nov2024. The file captured a driveline power fault alarm active from 09:09:51 ¿ 09:17:15 on (B)(6) 2024. The alarm activated due to a power b broken fault that remained active long enough to activate the alarm. The driveline power fault alarm cleared when the driveline was briefly disconnected on (B)(6) 2024 at 09:17:15. The driveline was reconnected about a second later and the pump restarted without issue. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The account submitted three x-ray images and one photograph for review. Evidence of driveline damage could not be confirmed based on the x-ray images. The submitted photograph revealed a small tear in the outer jacket adjacent to the inline connector bend relief. Although the damage appeared to be cosmetic only, it was unclear whether the damage penetrated through any additional layers. The extent of the damage could not be determined through the image. Provided information indicated that rescue tape was applied to the pump cable. The patient¿s modular cable was exchanged, and no further alarms were noted. The plan was to discharge the patient home. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including driveline power fault alarms, as well as how to respond to each alarm condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.